Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room complaining of dizziness. It was determined that the right ventricular (rv) lead exhibited low r-waves and were noted to be chronically low per the weekly trends. The rv lead remains in use. No patient complications have been reported as a result of this event.